Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a hematoma on the pocket site. Implantable cardioverter defibrillator (ICD) function was normal. Two separate pocket revisions were done to address the issue, one on (B)(6) 2020 and another on (B)(6) 2020. Patient was stable.